Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: what type of procedure was the device used in? Did the device deliver any staples or a cut line before the blade stopped advancing? If yes, were the staple line and cut line approximately equal in length? On what vessel type was the device used, if not a vessel what tissue? Was it fired on a single vessel or bundle? Was the vessel completely skeletonized/dissected free from surrounding tissues prior to firing? Was there any tissue or ancillary device between the cutline and the distal tip of the device? Were any other disposables used during the firing (vessel clips, vessel loops, suture, etc.)? If so do you know the product code? How was the procedure completed?

Event description:
It was reported that during an unknown procedure, the blade stopped advancing. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.